Event description:
The customer contact reported inaccurate delivery. At an unspecified time in the intensive care unit, the device was programmed to deliver an unspecified medication and the delivery was started. After an unspecified length of time, it was reported the pt reportedly received an "incorrect dose." No specific device programming, or event details were available. The customer contact reported the device was removed from clinical svc and the therapy was not resumed. There was no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.